Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('two gray metal coiled wires are present within the proximal fallopian tube and myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rhesus incompatibility, human papilloma virus infection, condyloma acuminatum, sexually transmitted disease, herpes genitalis, pap smear abnormal, recurrent urinary tract infection, uterine dilation and curettage, wisdom teeth removal, chronic cervicitis, adenomyosis, abnormal uterine bleeding and menorrhagia. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/pain"), dyspareunia ("painful intercourse"), heavy menstrual bleeding ("abnormal bleeding :heavy periods"), hypersensitivity ("allergy symptoms/hypersensitivity"), rash ("rashes"), vaginal infection ("frequent vaginal infection"), headache ("migraines or headache :headache"), autoimmune disorder ("autoimmune symptoms"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), teeth brittle ("brittle teeth") and dizziness ("dizziness"). The patient was treated with surgery (essure device removal (B)(6) 2020/total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, dyspareunia, heavy menstrual bleeding, hypersensitivity, rash, vaginal infection, headache, autoimmune disorder, fatigue, alopecia, arthralgia, teeth brittle and dizziness had resolved and the embedded device outcome was unknown. The reporter considered alopecia, arthralgia, autoimmune disorder, device dislocation, dizziness, dyspareunia, embedded device, fatigue, headache, heavy menstrual bleeding, hypersensitivity, pelvic pain, rash, teeth brittle and vaginal infection to be related to essure. The reporter commented: number of coils inside cavity: 6. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding, pelvic pain, embedded device, dyspareunia . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 28-may-2021: mr received. Reporter information, patient's race information, medical history, event: two gray metal coiled wires are present within the proximal fallopian tube and myometrium, rcc were added. Date of insertion was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pelvic pain/pain"), dyspareunia ("painful intercourse"), menorrhagia ("abnormal bleeding :heavy periods"), hypersensitivity ("allergy symptoms/hypersensitivity"), rash ("rashes"), vaginal infection ("frequent vaginal infection"), headache ("migraines or headache :headache"), autoimmune disorder ("autoimmune symptoms"), fatigue ("fatigue"), alopecia ("hair loss"), arthralgia ("joint pain"), teeth brittle ("brittle teeth") and dizziness ("dizziness"). The patient was treated with surgery (essure device removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, dyspareunia, menorrhagia, hypersensitivity, rash, vaginal infection, headache, autoimmune disorder, fatigue, alopecia, arthralgia, teeth brittle and dizziness had resolved. The reporter considered alopecia, arthralgia, autoimmune disorder, device dislocation, dizziness, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, pelvic pain, rash, teeth brittle and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required), headache ("migraines or headache :headache"), pelvic pain ("pelvic pain/pain"), hypersensitivity ("allergy symptoms/hypersensitivity"), autoimmune disorder ("autoimmune symptoms"), menorrhagia ("abnormal bleeding :heavy periods"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rashes"), arthralgia ("joint pain"), teeth brittle ("brittle teeth"), dizziness ("dizziness") and vaginal infection ("frequent vaginal infection"). The patient was treated with surgery (essure device removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, headache, pelvic pain, hypersensitivity, autoimmune disorder, menorrhagia, dyspareunia, fatigue, alopecia, rash, arthralgia, teeth brittle, dizziness and vaginal infection had resolved. The reporter considered alopecia, arthralgia, autoimmune disorder, device dislocation, dizziness, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, pelvic pain, rash, teeth brittle and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.